Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have kidney cancer and believes was caused by device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have kidney cancer and believes was caused by device. The reported event of kidney cancer and its reported severity was reviewed by the manufacture's clinical expert.the patient makes no allegation against the device or of any specific device malfunction that is relevant to the harm reported. This event is assessed as not related to the device in this case. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on nov 21 , 2025 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.e. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During to bserved an unknown dust contaminant on the top cover, inside the iso port, pca, side panel, blower cap, blower housing, blower, air inlet seal, and bottom enclosure. Pil observed white hairlike contaminant on the top cover, pca, blower, and bottom. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of the iso port, blower housing, and blower. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.